Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a skin reaction around the sensor patch adhesive. Sensor was inserted at abdomen on (B)(6) 2015. Patient described the skin reaction as a red and itchy rash. Patient treats the affected area with polysporin, prescribed by physician on (B)(6) 2015. Additionally, patient's physician concluded that patient's skin reaction was related to use of tegaderm. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).